Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the serial number of the percutaneous lead that was attempted to be placed on (B)(6) 2019, but the surgeon couldn't place it in a way they felt would cover the patient¿s pain appropriately was unknown. It was reported that the cause of the surgeon not being able to place the percutaneous lead in a way that they felt the patient would received appropriate coverage was due to the patient¿s anatomy. It was indicated that the cause/contributing factors of the patient¿s original leads slipping down from the original placement was believed to be due to the patient¿s activity. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: neu_unknown_lead, serial# unknown, product type: lead. Correction: missed adding updated device code in previous supplemental. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-may-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 23-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for no n-malignant pain. It was reported that the patient¿s system was removed with an attempt to replace it on (B)(6) 2019. They attempted to revise it the same day. Surgical leads were then used after failed placement on (B)(6) 2019. Successful surgical placement occurred on (B)(6). It was confirmed that nothing was removed on (B)(6) 2019 and rather the patient¿s two leads were removed and replaced with one lead on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019. Product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) clarifying that the reason for the lead revision/replacement was due to the patient¿s leads slipping down post-operatively from their original placement. It was unknown when the issue began. It was indicated that the reason/cause of the failed placement/revision surgery on (B)(6) 2019, was stated to be because the perc placement couldn¿t be placed the way the surgeon felt would cover pain appropriately. The leads would not be returned as the customer discarded them. The patient¿s weight was unknown at the time of the event. No further complications were reported/anticipated. The patient¿s weight at the time of the event was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.